Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope had no image and would not transmit the ultrasound image correctly. The issue was found during an operative endobronchial ultrasound (ebus) bronchoscopy procedure which was completed with a similar device. There was no patient or operator harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed; the video and ultrasound image had no issues. The additional evaluation findings are as follows: the grip had a scratch, the field masking had distortion and the acoustic lens was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.